Manufacturer narrative:
(B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that they were unable to keep suction on the right eye (od) long enough to create the flap due to patient movement. The suction loss issue with an intralase patient interface (pi) occurred after the patient was applanated and after the laser fired. The treatment was aborted and the surgery was not completed. There was no loss of best corrected visual acuity (bcva) reported.